Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. Functional testing was performed and no failure was identified related to the reported low blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer delivered too much insulin for breakfast and the blood glucose (bg) level dropped to 42 mg/dl. Juice/carbohydrates were consumed to address the low bg level. However, due to consuming too many carbohydrates, the customer's bg level elevated to 318 mg/dl and a correction bolus was to be delivered to address the high bg. The customer received a malfunction alarm during basal delivery. Tandem technical support assisted the customer with resetting the pump. The alarm did not reoccur. The malfunction did not impact the bg level. The customer was to continue to use to the pump to manage diabetes.